Manufacturer narrative:
H6: medical device problem code 2915, 1069 and 2981 removed.

Manufacturer narrative:
The device was not returned for evaluation. However, the reported damage to the sheath was confirmed by the photo provided by the account. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the photo provided, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a prostyle device using the pre-close technique via a 7f sheath prior to a fenestrated endovascular aortic repair (fevar) procedure. Reportedly, there was no problem deploying the suture. When reintroducing the guide wire into the prostyle device, there was a blockage. The guide wire would not advance and poked through the proglide sheath wall, the sheath was bent. The prostyle device and guide wire were removed. Hemostasis was achieved with the preplaced suture. Use of this access site was abandoned. Another access site puncture was used successfully for the fevar procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.